Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited lead safety switches for the non-boston scientific right atrial (ra) and right ventricular (rv) leads. Noise was also observed on both leads in unipolar configuration. The patient was not pacemaker dependent. Programming and troubleshooting options were discussed. The device was reprogrammed back to bipolar configuration and the impedance measurements were 2431 ohms, and had been 344 ohms in unipolar. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the patient's non-bsc ra and rv leads were suspected to have caused the issues. The patient was not pacemaker dependent. The device had been reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported.